Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that the receiver showed a transmitter failed error on (B)(6)2017 . No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test passed. Performed share log review and no issues were found. Performed transmitter functional test: passed. Performed pairing test: passed. The problem is not confirmed because the share log contains nothing related to the customer complaint. A root cause could not be determined.